Event description:
Customer reported receiving a button error on the insulin pump. She stated that she wears the insulin pump in her bra and that it may have been exposed to sweat. The blood glucose reading was 192 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker, scratched case and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.